Event description:
The manufacturer became aware of an allegation that an end users' father passed away while using the wisp mask with magnets. The end user alleges his father had a pacemaker and believes the mask caused it to work incorrectly. No further information is available. No product will be returned for investigation. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time.

Manufacturer narrative:
Device not returned to manufacturer.